Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. No patient was involved with this event.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The autopulse platform is a reusable device and was manufactured in 07 jun 2010. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on (B)(6) 2017 and not on the reported event date of (B)(6) 2017, thus confirming the reported event. Based on the manufacturer's experience and review of similar complaints, this issue originates from the processor board and is commonly addressed by a replacement of the processor board. The possible causes are attributed to mechanical impact, electro-static discharge (esd), humidity or moisture ingress, and/or latent component defects; however, the root cause could not be conclusively determined at this time. Additionally, it was noted that the installed processor board was an older version (revision 3) and should be upgraded. As part of routine service during testing, the platform was examined and found physical damage. This is unrelated to the reported event. After replacement of the processor board to the new version (revision 5) and the damage part was replaced, the device was tested to full specification and passed all final testing without any error observed. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2012 and (B)(4) reported on (B)(6) 2014 were reported for the autopulse platform sn 40204 for the same issue and the processor board was replaced to remedy the issue.